Manufacturer narrative:
The pump was returned to animas and investigated on 23-jul-2018 with the following findings: moisture was observed in the battery compartment. The battery compartment was found to be cracked. The pump could not be powered on. Moisture was found on the internal components of the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.